Manufacturer narrative:
Additional manufacturer narrative: no serial number had been provided; therefore, the device history record (DHR) cannot be done at this time. Follow ups have been made by sales with the health care provider to get additional information but have not been successful. Patient identifier, model and size of device have not been provided. It is unknown if the device will be returned for evaluation. The reason for the explant has not been provided and patient information or medical records have been made available. If new information is provided, a supplemental report will be submitted.

Event description:
Edwards received information that a perimount mitral valve, implanted in the tricuspid position, was explanted after an unknown implant duration and replaced with a bioprosthetic mitral valve. The reason for the reoperation is unknown. The device is available for return. It was learned this (B)(6) patient had two prior valve replacements. No other information was provided.

Manufacturer narrative:
Device information has been provided and updated. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient information was also provided and updated. Patient's age at time of event was corrected.

Event description:
Edwards received additional information that a (B)(6) male patient had a 31mm pericardial mitral valve that was explanted after an implant duration of five (5) years, three (3) months, and twenty-eight (28) days. The explanted valve was replaced with a 29mm pericardial mitral valve.

Manufacturer narrative:
Additional manufacture narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. It is possible the stenosis observed in this case was due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device has not been returned to edwards for analysis at this time, the root cause for the stenosis remains indeterminable; however, patient related factors may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Through follow up it was learned that the reason for the explant was due to recurrent stenosis. Per obtained medical records, the patient presented with severe substernal chest pain, shortness of breath, and difficulty with any activity. The patient underwent redo tricuspid valve replacement and permanent pacemaker insertion. Upon explant, the valve was examined and noted to be stenotic. The patient was separated from bypass without difficulty and the new 7300tfx 29mm valve showed no valvular leak at the conclusion of the case. The patient was discharged home with home health on post-operative day 10.